Event description:
It was reported that the target temperature was 36.5c on the arctic sun device, but the patient temperature was down to 35.5c. The nurse wanted to know if the device was supposed to warm the patient too, or just cool them. The water temperature showed dashes per nurse and the flow rate was stopped. Nurse thought that the therapy was stopped because the patient reached the target. Mss asked the nurse to resume therapy. The event log showed alert 114 (therapy stopped) and alarm 27 (patient temperature 2 probe out of range). Foley probe was connected to temperature port 2. Currently, rectal probe (temperature port 1) read 35.5c and foley probe read 35.6c. Mss asked the nurse to keep an eye on the foley temperature and to disconnect the probe if the temperature became erratic again. The water temperature was 35.8c and increasing, and the flow rate was good. Mss explained that therapy would not stop on its own when target temperature had reached, and therapy would need to be manually stopped. On 22, december 2021, biomed reviewed the data for this device and the review showed multiple alarm 113 (reduced water temperature control) because of a failed mixing pump.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the target temperature was 36.5c on the arctic sun device, but the patient temperature was down to 35.5c. The nurse wanted to know if the device was supposed to warm the patient too, or just cool them. The water temperature showed dashes per nurse and the flow rate was stopped. Nurse thought that the therapy was stopped because the patient reached the target. Mss asked the nurse to resume therapy. The event log showed alert 114 (therapy stopped) and alarm 27 (patient temperature 2 probe out of range). Foley probe was connected to temperature port 2. Currently, rectal probe (temperature port 1) read 35.5c and foley probe read 35.6c. Mss asked the nurse to keep an eye on the foley temperature and to disconnect the probe if the temperature became erratic again. The water temperature was 35.8c and increasing, and the flow rate was good. Mss explained that therapy would not stop on its own when target temperature had reached, and therapy would need to be manually stopped. On 22, december 2021, biomed reviewed the data for this device and the review showed multiple alarm 113(reduced water temperature control) because of a failed mixing pump. Per follow up information received on 08apr2022, therapy was completed on a different device and the first device would be repaired onsite.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be ¿sensor wire too weak¿. It is unknown whether the device had met relevant specifications. The product was used for diagnostics and treatment purposes. It was unknown whether the product had caused the reported failure. The lot number was unknown; therefore, the device history record could not be reviewed. The product catalog number and the lot number for this device are unknown. Therefore, bd is unable to determine the associated labeling to review. Correction: f,h. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.